Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 552 (mg/dl) and diabetic ketoacidosis. Customer administered boluses to treat bg levels; however, bg levels remained high and customer was admitted to the hospital on (B)(6) 2016. Customer was treated with intravenous insulin and released on (B)(6) 2016. During troubleshooting with tandem technical support on (B)(6) 2016, customer reported seeing insulin exit the infusion set tubing. Contact reported that the customer's bg levels are currently stable.